Event description:
The patient came in reporting anterior groin pain and the cause is unknown. Bone scan was good and the patient was negative for any infection. There was a soft tissue mass that appeared on one of the scans. About 9 months after the primary surgery, the surgeon revised the medacta cup and liner with a competitor cup and liner and revised the medacta head with a medacta head. During surgery, it was found that the anterior capsule and the surrounding tissue were very thick and leathery. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 21 april 2023: lot 2119449: (B)(4) items manufactured and released on 22-apr-2022. Expiration date: 2027-apr-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved batch reviews performed on 21 april 2023: liner: versafitcup dm 01.26.2854mhc double mobility hc liner ø 54/28 (k092265) lot 2103100: (B)(4) items manufactured and released on 26-may-2021. Expiration date: 2026-may-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: versafitcup 01.26.54mb acetabular shell cc ø 54 (k083116) lot 2109799: (B)(4) items manufactured and released on 27-jan-2022. Expiration date: 2027-jan-10. No anomalies found related to the problem. To date, (B)(4) 53 items of the same lot have been sold with no similar reported event during the period of review.